Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. It is noted that the patient¿s ckmb results (from the same sample) were consistent between analyzers. Quality control (qc) results did not demonstrate any issues, and there are no indications of general precision issues. The atellica im tnih instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Kit lot 092 was in use at the time. The patient was subjected to serial sampling (at ~2-hour intervals), and demonstrated an apparent increase in troponin between the first two measurements (samples). The second sample produced a result just above the reference range for tnih. A third sample was drawn and tested, which produced a lower result matching that for the initial sample. The sample which had produced the elevated result was re-tested using both the original instrument and an alternate atellica im analyzer, and both results were consistent with the lower measurements obtained earlier, demonstrating that the initial result for this sample was falsely elevated. The lower results were accepted as correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
MDR 1219913-2023-00287 was initially submitted on 2023-11-10. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing using the same method. Quality control (qc) results were within range at the time of the discordant observation. Siemens¿ review of instrument log files showed no evidence of any hardware issues affecting sample or tnih reagent delivery for the affected sample. The discordant observation was not reproducible. The customer mainly uses serum samples and allows samples to clot for approximately 15 minutes. Serum samples should be allowed to clot for a minimum of 30 minutes prior to centrifugation, and longer if the patient is on anticoagulant therapy. Siemens cannot rule out fibrin/particulate matter in the sample forming after sample aspiration, causing incomplete washing of the sample during assay processing, thereby producing an erratic elevated result. The customer is operational. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.